Event description:
Report received from the USA stating that the device sent in for service. During service, the device was found to have damaged components. It is unk if the device was used during surgery or if injury occurred. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in progress. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).